Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch qbbldu, batch qbbldx and batch qeball. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent please provide the patient's demographic information including gender, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? Was there only 1 device with loss of suture needle during the initial procedure? The lot number for the 1 device that had an issue was reported as an unknown lot number with possible lot numbers of qbbldu, qbbldx and qeball. Is this correct? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Did the needle pull off the suture or did the needle break? Was the entire needle removed from the patient during the initial procedure? Was there any additional tissue damage as a result of looking for/removing the needle from the patient during the procedure? Did the patient undergo a second procedure to remove the needle? Does the needle/any part of the needle remain retained in the patient's tissue? If retained, is it the whole needle, more than half the needle, or less than half the needle? If retained, where is it located/in what structure? If retained, are there plans for removal of any remaining fragments? If retained, were there any patient consequences? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a prostatectomy on (B)(6) 2021 and a barbed suture was used. During the procedure, there was a loss of suture needle in the tissues during reconstruction of a vesicourethral anastomosis. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/19/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, type of investigation additional information: d4, h4, h6: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch: qbbldu, mfg. Date: 2/25/2020, exp. Date: 1/31/2022. Batch: qbbldx, mfg. Date: 2/25/2020, exp. Date: 1/31/2022. Batch: qeball, mfg. Date: 5/4/2020, exp. Date: 4/30/2022. In addition, a review of the batch manufacturing records for the possible batch numbers: qbbldu, qbbldx, and qeball were conducted and the batches met all finished goods release criteria.